Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(6).

Event description:
Additional information was received from the (B)(6) registry stating: patient with pump thrombus likely secondary to outflow tract malposition for o.r. Today for redo sternotomy and lvad exchange.

Manufacturer narrative:
The report of hemolysis and suspected thrombus can be confirmed based on the evaluation of the returned pump. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. A thin thrombus ring was also adhered to the inlet bearing cup. The thrombus ring adhered to the inlet bearing ball appeared to have developed in laminated layers, indicating that it was present while the pump was supporting the patient. Areas of the rings found on the inlet bearing ball and cup appeared similar in color and structure, suggesting that the rings were likely a single formation prior to disassembly of the pump. Examination of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicated that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition appeared denatured and there were contact marks on the outlet bearing cup and outlet cone section of the rotor, suggesting that the deposition was present while the pump was supporting the patient. The thrombus formations found in the pump would have contributed to the reported elevations in ldh. Additionally, the depositions would have created additional resistance on the spinning rotor, contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and device thrombosis as potential adverse events associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 36 days. The device was returned to the manufacturer but the evaluation is not yet completed. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The pump was exchanged on (B)(6) 2015 due to suspected pump thrombus likely secondary to an outflow tract malposition. It was reported that the patient presented with right sided heart failure and cardiogenic shock and was having pump power spikes, high flows, low pulsatility index (pi) events and rising lactate dehydrogenase levels. The patient was treated with heparin and coumadin with no resolution to symptoms. It was reported that the patient had no history to make him more prone to clotting. The manufacturer¿s technical services representative reviewed the patient¿s event log and noted multiple transient power level increases that appeared to be associated with pi events.